Event description:
Pt experienced loud pop and everything became painfully loud. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled for 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.